Event description:
During axillary arterial line placement, the wire inserted into needle and got stuck in needle, could not be advanced or withdrawn. Entire apparatus removed and given to nursing staff. Manufacturer response for wire, wire (per site reporter). [Redacted date] sample collected. [Redacted date] emailed [redacted name].